Manufacturer narrative:
There was no patient or procedure involved in this event. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was received from a customer by a boston scientific distribution center. During inspection of the returned flexima biliary stent system, a hair/wool-like fiber was noted in the sealed packaging. There no damage to the packaging. There was no patient or procedure involved in this event.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was received from a customer by a boston scientific distribution center. During inspection of the returned flexima biliary stent system, a hair/wool-like fiber was noted in the sealed packaging. There no damage to the packaging. There was no patient or procedure involved in this event.

Manufacturer narrative:
A visual examination of the returned un-opened device tray revealed a white fiber on the push catheter in an area measuring approximately 18 millimeters in length. The device was received with a red mark which designated the locations of the foreign material. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is supplier manufacture. An investigation in progress to determine the cause of this issue. A search of the complaint database revealed that no similar complaints exist for the specified lot.